Event description:
It was reported that a clear link administration set had air in line. The air bubbles were noticed in the line after the set was clamped with a padded hemostat. The device was being used with a baxter infusion pump and a secondary set to infuse a non-baxter drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was provided in sections d10, h3 and h6. The affected device was received for evaluation. The device was visually inspected and simulated-use tested. There were no deviations noted that would cause or contribute to the reported condition. The device operated within the desired product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.